Manufacturer narrative:
(B)(4). The device was not available for evaluation.  A device history review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 105 alarm. This occurred during drain cycle five of five of peritoneal dialysis therapy. This alarm indicates the patient drained greater than 200% of their maximum prescribed cycle fill volume in standard mode. The home patient stated they had used 4.25% and 2.5% solution. The therapy was continuous cycling peritoneal dialysis, the total volume equaled 18l, the total time equaled 9:30, the fill volume (fv) equaled 3l, the last fill volume (lfv) equaled 2.6l, and the dextrose was set to same. The technical service representative (tsr) reviewed the therapy log. The last ultra filtration (uf) equaled 2679ml, the cycle five uf equaled 3214ml, the cycle four uf equaled 444ml, the cycle three uf equaled -403ml, the cycle two uf equaled -184ml, and the cycle one uf equaled -392ml. The patient stated they did not feel any discomfort or symptoms of the increased intra-peritoneal volume (iipv). The tsr explained the alarm. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.